Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon evaluation, the j702 connector on the distribution node (dn) pca board was bent which halted communication between the dn and the monitor. The root cause of the bent j702 connector was excessive force. No adverse event resulted from the bent j702 connector. The patient was issued a replacement electrode belt.

Event description:
A (B)(6) male patient contacted zoll customer support to report that he was getting a message that "the device was not working" (service code 204). The patient was issued a replacement electrode belt.